Event description:
An international affiliate reported, a patient's transfer set loosened and fell off of the titanium adapter. No patient injury was reported, but the patient received antibiotic therapy as prophylactic treatment.

Manufacturer narrative:
The sample was not available for analysis, therefore, the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.